Event description:
It was reported that the customer's insulin pump alarmed an error while holding the activate button and during the manual prime. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.